Event description:
Continuing constant pain 11 months after ablation. Weight gain > 40 lbs. Emotional rollercoaster. Hysterectomy recommended as the only way to treat the consequences. Irregular and heavy menstruation.